Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. Five opened probes were received, two with and three without a tip protector, in a pouch, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. Needle was observed to be bent. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at bend area and several locations along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area and several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, welded cap and bent needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap and bent needle. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the bent needle. Sample 5: the sample was visually inspected and found to be nonconforming with bent needle. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at the bend area and one another location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1: the complaint evaluation confirms the probe had a cut failure and indicated probe had an actuation failure. The most likely cause for the cut and actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. Sample 2: the complaint evaluation does not confirm the probe had cut failure; the evaluation indicates the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. Sample 3: the complaint evaluation confirms that probe had a cut failure. The root cause for the poor cutting is the observed gouge marks on the cutting edge, bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. Sample 4 and 5: the complaint evaluation was unable to confirm the reported cut failure due to probe needle bent condition. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as it appears that the observed cut failure, bent needle and bent inner cutter of sample 1, 2, 4 and 5 cutter could not be determined from this evaluation and cut failure, bent needle and bent inner cutter of sample 3 was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe would not cut during vitrectomy surgery. The surgery was completed after replacing with a new product. There was no patient impact.